Event description:
Meter would only prompt an insert strip message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. They went to the hosp to test their blood sugar and to see if the hosp personnel could get the device to work. Pt's blood sugar was 99mg/dl on the hosp meter. No treatment given. The issue was not resolved with troubleshooting. No further info has been reported.